Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe only experienced foreign matter, contaminated. The following information was provided by the initial reporter: this is an additional syringe of a different size that had the same black particle as what was observed in the other complaint filed.

Manufacturer narrative:
It was reported the syringe had a black particle. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed with 10x magnification and there is an embedded black speck 1" from the syringe barrel flange that is 1/128" in size. This is acceptable per product specification. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 2074089. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specifications requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed as a defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.